Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s), uterine perforation ('peforation (uterus) and device dislocation ('migrating into the uterine cavity') in a 35-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastric bypass, irregular menstrual cycle, laparoscopy and post procedural pain. Concurrent conditions included obesity, vitamin b12 abnormal, perineal pain, vulvovaginal candidiasis, vaginal irritation, adverse drug reaction nos, abdominal pain, bloating, abnormal weight gain, distended abdomen, upper abdominal tenderness, upper abdominal tenderness, lower abdominal tenderness, lower abdominal tenderness, postoperative pain and fatigue. Concomitant products included nsaids since (B)(6) 2005 and paracetamol (acetaminophen) since (B)(6) 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2008, the patient experienced vaginal hemorrhage ("abnormal bleeding (vaginal), menorrhagia ("abnormal bleeding (menorrhagia) and female sexual dysfunction ("apareunia (inability to have sexual intercourse). In (B)(6) 2010, the patient experienced mood swings ("hormonal changes describe: mood swing"). In (B)(6) 2011, the patient experienced pelvic pain ("physical pain/pain /pelvic area pain"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes). At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, mood swings, vaginal hemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, migraine, headache and dysmenorrhoea outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, fallopian tube perforation, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, pelvic pain, uterine perforation and vaginal hemorrhage to be related to essure (ess205). The reporter commented: discrepancy to be noted in essure removal date as (B)(6) 2018 and essure confirmation test mentioned as plaintiff did not underwent essure confirmation test. Treatment received for pelvic pain, menorrhagia, abnormal bleeding(vaginal), psych injury. Pelvic pain, migration, uterine perforation, fallopian perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2018: pathology report: a. Right fallopian tube implant, removal: hardware identified (gross description only). B. Left fallopian tube implant, removal: hardware identified (gross description only). C. Right and left fallopian tubes, bilateral salpingectomy: full cross section of bilateral fallopian tubes with paratubal cysts and no other significant histopathologic abnormality. Hardware identified (gross description only). Ultrasound pelvis - on (B)(6) 2018: bilateral essure devices with left essure device seen migrating into the endometrial cavity. This may be the source of the patient's pelvic pain. Ultrasound scan vagina - on (B)(6) 2018: bilateral essure devices with left essure device seen migrating into the endometrial cavity. This may be the source of the patient's pelvic pain. Concerning the injuries reported in this case, the following ones were described in patients medical records: anxiety, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-mar-2021: mr received. Reporters were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: endometrial cavity / left essure device can be seen migrating into the endometrial cavity'), fallopian tube perforation ('perforation (fallopian tube(s)') and uterine perforation ('perforation (uterus)') in a 35-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastric bypass, irregular menstrual cycle, laparoscopy and post procedural pain. Concurrent conditions included obesity, vitamin b12 abnormal, perineal pain, vulvovaginal candidiasis, vaginal irritation, adverse drug reaction nos, abdominal pain, bloating, abnormal weight gain, distended abdomen, upper abdominal tenderness, upper abdominal tenderness, lower abdominal tenderness, lower abdominal tenderness, postoperative pain and fatigue. Concomitant products included nsaids since (B)(6) 2005 and paracetamol (acetaminophen) since (B)(6) 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2010, the patient experienced mood swings ("hormonal changes describe: mood swing"). In (B)(6) 2011, the patient experienced pelvic pain ("physical pain/pain /pelvic area pain"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 12 years 4 months after insertion of essure (ess205). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device expulsion, fallopian tube perforation, uterine perforation, mood swings, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, migraine, headache and dysmenorrhoea outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, fallopian tube perforation, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy to be noted in essure removal date as (B)(6) 2018 and essure confirmation test mentioned as plaintiff did not underwent essure confirmation test. Treatment received for pelvic pain, menorrhagia, abnormal bleeding(vaginal), psych injury. Pelvic pain, migration, uterine perforation, fallopian perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2018: pathology report: a. Right fallopian tube implant, removal: hardware identified (gross description only). B. Left fallopian tube implant, removal: hardware identified (gross description only). C. Right and left fallopian tubes, bilateral salpingectomy: full cross section of bilateral fallopian tubes with paratubal cysts and no other significant histopathologic abnormality. Hardware identified (gross description only). Ultrasound pelvis - on (B)(6) 2018: bilateral essure devices with left essure device seen migrating into the endometrial cavity. This may be the source of the patient's pelvic pain. Ultrasound scan vagina - on (B)(6) 2018: bilateral essure devices with left essure device seen migrating into the endometrial cavity. This may be the source of the patient's pelvic pain. Concerning the injuries reported in this case, the following ones were described in patients medical records: anxiety, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: endometrial cavity / left essure device can be seen migrating into the endometrial cavity'), fallopian tube perforation ('perforation (fallopian tube(s)') and uterine perforation ('perforation (uterus)') in a 35-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastric bypass, irregular menstrual cycle, laparoscopy and post procedural pain. Concurrent conditions included obesity, vitamin b12 abnormal, perineal pain, vulvovaginal candidiasis, vaginal irritation, adverse drug reaction nos, abdominal pain, bloating, abnormal weight gain, distended abdomen, upper abdominal tenderness, upper abdominal tenderness, lower abdominal tenderness, lower abdominal tenderness, postoperative pain and fatigue. Concomitant products included nsaids since (B)(6) 2005 and paracetamol (acetaminophen) since (B)(6) 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2010, the patient experienced mood swings ("hormonal changes describe: mood swing"). In (B)(6) 2011, the patient experienced pelvic pain ("physical pain/pain /pelvic area pain"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 12 years 4 months after insertion of essure (ess205). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device expulsion, fallopian tube perforation, uterine perforation, mood swings, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, migraine, headache and dysmenorrhoea outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, fallopian tube perforation, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy to be noted in essure removal date as (B)(6) 2018 and essure confirmation test mentioned as plaintiff did not underwent essure confirmation test. Treatment received for pelvic pain, menorrhagia, abnormal bleeding(vaginal), psych injury. Pelvic pain, migration, uterine perforation, fallopian perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2018: pathology report: a. Right fallopian tube implant, removal: hardware identified (gross description only). B. Left fallopian tube implant, removal: hardware identified (gross description only). C. Right and left fallopian tubes, bilateral salpingectomy: full cross section of bilateral fallopian tubes with paratubal cysts and no other significant histopathologic abnormality. Hardware identified (gross description only).. Ultrasound pelvis - on (B)(6) 2018: bilateral essure devices with left essure device seen migrating into the endometrial cavity. This may be the source of the patient's pelvic pain.. Ultrasound scan vagina - on (B)(6) 2018: bilateral essure devices with left essure device seen migrating into the endometrial cavity. This may be the source of the patient's pelvic pain.. Concerning the injuries reported in this case, the following ones were described in patients medical records: anxiety, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New events added: perforation (fallopian tube(s), uterine perforation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: endometrial cavity / left essure device can be seen migrating into the endometrial cavity') in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastric bypass, irregular menstrual cycle, laparoscopy and post procedural pain. Concurrent conditions included obesity, vitamin b12 abnormal, perineal pain, vulvovaginal candidiasis, vaginal irritation, adverse drug reaction nos, abdominal pain, bloating, abnormal weight gain, distended abdomen, upper abdominal tenderness, upper abdominal tenderness, lower abdominal tenderness, lower abdominal tenderness, postoperative pain and fatigue. Concomitant products included nsaids since (B)(6) 2005 and paracetamol (acetaminophen) since (B)(6) 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2010, the patient experienced mood swings ("hormonal changes describe: mood swing"). In (B)(6) 2011, the patient experienced pelvic pain ("physical pain/pain /pelvic area pain"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 12 years 4 months after insertion of essure (ess205). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device expulsion, mood swings, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, migraine, headache and dysmenorrhoea outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy to be noted in essure removal date as (B)(6) 2018 and essure confirmation test mentioned as plaintiff did not underwent essure confirmation test diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2018: pathology report: right fallopian tube implant, removal: hardware identified (gross description only). Left fallopian tube implant, removal: hardware identified (gross description only). Right and left fallopian tubes, bilateral salpingectomy: full cross section of bilateral fallopian tubes with paratubal cysts and no other significant histopathologic abnormality. Hardware identified (gross description only). Ultrasound pelvis - on (B)(6) 2018: bilateral essure devices with left essure device seen migrating into the endometrial cavity. This may be the source of the patient's pelvic pain.. Ultrasound scan vagina - on (B)(6) 2018: bilateral essure devices with left essure device seen migrating into the endometrial cavity. This may be the source of the patient's pelvic pain. Concerning the injuries reported in this case, the following ones were described in patients medical records: anxiety, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jun-2019: new pfs and mr received: case becomes incident. New events: migration of essure device location of device: endometrial cavity, mood swing, abnormal bleeding (vaginal, menorrhagia), apareunia, depression, mental anguish, migraines, headaches, dysmenorrhea (cramping). Outcome of pelvic pain was updated from unknown to recovering. Concomitants drugs, concomitant conditions and medical history were added. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.